Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. Air or gas leaked from the seal. The obturator / trocar broke. One or more leaked or blade did not activate. In order to resolve the issue and complete the case, used another trocar. There was no patient harm. The patient status is alive, no injury.